Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys tsh (tsh) on a cobas 8000 e 602 module. The initial result was 0.023 uiu/ml. The repeat result was 1.06 uiu/ml.

Manufacturer narrative:
The e602 module serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
The repeat result was believed to be correct. Based on the calibration and qc data, a general reagent issue can be excluded. The specific cause of the event could not be determined. The investigation determined the event was consistent with a pre-analytical handling issue.